Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and failed back surgery syndrome. The patient reported that they have been experiencing intermittent painful shocking at their implantable neurostimulator (ins) incision area since (B)(6) 2019. They stated that they turned the stimulation off the night prior of the report because it was painful. The patient was redirected to follow-up with their healthcare provider. Communication was also sent to the field. No further complications were reported or anticipated.